Manufacturer narrative:
The pump passed the displacement test. Test p-cap locks properly into the reservoir compartment. No unexpected pump error 23 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software pump alarmed no relevant pump error 23 alarms on (B)(6) 2025 in the pump history files and traces. Pump alarmed a pump error 63 alarm (variable #: 15) on (B)(6) 2025 at 17:00:32.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and serial number label missing. Pump error 23 was not confirmed during testing. Pump error 63 (variable #: 15) was confirmed in the pump history files and traces due to a hardware failure problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1896es. Troubleshooting was performed, and the customer was able to clear the alarm and able to rewind the pump. The pump was not recently placed in storage mode or without a battery for more than 8 hours. An error has occurred more than once after a battery change. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1896es was requested and the customer response was that the device will be returned.

Event description:
Updated summary: the event involved product(s) mmt-1886. Mmt-1886 was returned for analysis.

Manufacturer narrative:
Additional information has been received regarding the product change which was not included in the initial report. So, the correct product material has been changed from mmt-1896es to mmt-1886 as per new additional information and updated in sections b5 (updated the summary), d1/d2a/d2b (product code, brand & device name) and d4 (product model, catalog numbers) with this supplemental report. Also, additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (product return statement) with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.